Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code related to the failure of the internal battery was observed. Determination made that device will be scrapped.